Manufacturer narrative:
Additional patient¿s identifier reported as: (B)(6). This patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, while drilling the bone during an unknown procedure, the drill bit was broken. It was noted that the drill bit was not drilling through the ti matrixmidface adaption plate holes to place the (4) screw matrix. Fragments were generated from the broken device. The drill bit tip was left into the patient chin bone, and the surgeon tried to look at where the drill bit tip remained but he continued the surgery and did not mention that it was necessary to extract it at that moment or in a second surgery. The plate and screws were implanted. There was no surgical delay. Patient outcome was reported as stable. The procedure was successfully completed. Concomitant devices reported: ti matrixmidface adaption plate/6 holes/0.7mm thick (part # 04.503.374, lot # unknown, quantity 1); 1.85mm ti matrix screw/coarse pitch/self-tapping/12mm (part # 04.511.212.01c, lot # unknown, quantity 4). This is report 1 of 1 for complaint (B)(4).